Event description:
The patient was receiving a laparoscopic total hysterectomy. The surgeon was using a laparoscopic endostitch to close up the vaginal cuff. The laparoscopic instrument was removed from the patient and the patient was closed up. During the surgical count it was noted by the scrub tech that a small section of the needle on the endostitch was missing. According to their measurements it was approximately a 0.1mm size section. The md stated it would not make sense to reopen the patient to retrieve it, as he probably would not be able to find it anyway and to do so would do more harm than good to her.